Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. There was a distal and proximal target lesion located in the right coronary artery (rca). A 3.0x32mm taxus liberte stent delivery system (sds) was advanced but could not reach the distal lesion so the physician deployed the stent in the proximal lesion. Next, a 3.0x8mm taxus liberte sds was advanced to treat the distal lesion, however it could not pass through the just placed stent. Upon removing the device it was noted that the proximal end of the 3.0x8mm taxus liberte stent was flared. The procedure was completed with a balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer- the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).